Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-400s mg/dl with a trace of ketones. The school nurse administered an insulin injection to address the high bg and the healthcare provider adjusted the pump settings to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer reported that the bg level (150-200 mg/dl) has been within the target zone since the setting adjustment and the ketones are gone.